Event description:
It was reported that the ar-6482 dualwave remote has a wire shortage.

Manufacturer narrative:
Pretest, confirmed complaint. Found contamination between solder joint of the cable connections and under buttons.